Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the power module device stopped working by itself and would not run. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device stops by itself, the housing was cracked/damaged, component damage, and the device would not run. It was further determined that the device failed pretest for general condition and lever function, and function test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.